Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that a micropuncture transitionless stiffened cannula access set was received with a hair inside the package. This event was noted prior to patient contact, no adverse events occurred.

Manufacturer narrative:
Additional information: device available for evaluation. A review of the complaint history, device history record, quality control, and visual inspection of the returned device was conducted during the investigation. One micropuncture transitionless stiffened cannula access set was returned. A fiber was visible within the sealed package. The outer package was opened for further examination and a fiber, measuring 9mm in length, was located within the sealed inner package of the needle. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. The root cause was determined to be manufacturing-related. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.